Manufacturer narrative:
The lead was half-way out of the leg. The implanting clinician decided to remove the lead and suture the wound close. The implanting clinician and the clinical representative have repeatedly tried to communicate with the patient, a nursing home resident, with no success. The patient is mute and only communicates via writing. The implanting clinician and the clinical representative attempted to gain information from the nursing home staff. However, they did not have any information as to how the incident happened. Based on this information, the erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion is user error.

Event description:
On (B)(6) 2020, the patient came in to see the implanting clinician unexpectedly for a follow-up appointment. The patient had ripped open the incision bandages and tried to remove one of the leads. The lead was half-way out of the leg.